Event description:
It was reported that when using the bd pyxis¿ medbank tower system cabinet was unresponsive and froze, user had rebooted the device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue by rebooting the device and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.